Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician who performed the mesh removal. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific tvt (tension-free vaginal tape) mesh was implanted into the patient during a tension-free vaginal tape procedure performed at a different hospital. According to the complainant, the implantation has caused the patient chronic pain. Subsequently, the patient underwent surgical intervention of mesh removal performed by the complainant on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.